Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported seeing red plasma in the interface, plasma line, and waste bag during a therapeutic plasma exchange (tpe) procedure and was concerned about hemolysis. After troubleshooting with the terumo bct clinical specialist, the customer continued to see red cells in the plasma. The procedure was paused and the patient's physician was contacted. The physician wanted the procedure discontinued and ordered a serum hemoglobin (hgb) and lactate acid dehydrogenase (ldh) draw and will contact the hematologist. Patient identifier and current condition are not available at this time. The disposable kit is not available for return, because it was discarded by the customer.

Manufacturer narrative:
Additional information: per the customer, no further information is available regarding this event.

Manufacturer narrative:
Investigation: multiple attempts were made to contact the customer to follow up, but only very limited information was obtained regarding the details of this event. The customer did not provide the lot number pertaining to this event, therefore a device history record search could not be conducted for this specific incident. As a conservative measure, records were searched for lots shipped to this customer in the six months prior to the incident date. There were 4 lots that were delivered and the device history records were reviewed for those lots. There were no issues noted in dhrs that were reviewed that would have contributed to the hemolysis experienced by the customer. Ther have also been no similar complaints of hemolysis from other customers that also received the lots that were reviewed. The customer stated the machine has remained in use since the incident date, without issues. The journal of clinical apheresis states that plasma that is removed from a patient who is undergoing apheresis during bypass shows various tinges of pink. It is stated that this "is common and is attributed to hemolysis caused by very large roller pumps used in the bypass instrument. "Source: journal of clinical apheresis 25:250-264 (2010). "Clinical applications of therapeutic apheresis." P. 260 furthermore, "hemolysis is a common complication of extracorporeal membrane oxygenation support." Venado, a., wille, k. Belott, sc., diaz-guzman, e. Perfusion. September 2015 vol 30no. 6, p. 465-468.http://prf.sagepub.com/content/30/6/465. Abstract root cause: a definitive root cause could not be determined. The disposable set was not available for specific root cause analysis. Although root cause was inconclusive, possible causes include the following, based on customer statements and literature review:- patient disease state. Per literature review, hemolysis can occur during apheresis and bypass procedures that are run concurrently.

Event description:
Multiple attempts for further patient information (patient ID and current patient condition) remain unanswered at this time.